Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) displayed "fault code 8" (motor controller fault detected) was confirmed during initial functional testing and archive data review. The root cause for the fault 8 was due to a defective drive train motor likely attributed to a defective component. The other reported complaints of (ua)18" (max take-up revolution exceeded) and "ua07"(discrepancy between load 1 and load 2 too large) error messages were confirmed during archive data review but not during functional testing. During functional testing, the autopulse platform displayed fault 8 after a few compression. Thus, confirming the reported complaint. The motor controller's built-in fault detection system signals a fault due to defective drive train motor, confirmed during the functional test. Replaced the drive train motor to remedy the complaint. Load cell characterization test indicated both cell modules are functioning within the specification. During visual inspection, cracked front enclosure at the front end area was observed on the autopulse platform. The root cause is due to user mishandling, unrelated to the reported complaint. The reported complaint of the cut patient head restraint was confirmed. Per customer, the patient head restraint wire was cut by the hospital staff and could have been cut to free the patient from the platform. Cut head restraints does not render the autopulse platform non-functional. The front enclosure and top cover were replaced to address the observed physical damages. During archive data review, multiple fault 8, ua18 and ua7 error messages were observed. Thus, confirming the reported complaints. Per archive, the autopulse platform was powered on to ua 18 twice and then powered off. The autopulse has detected that either the patient's chest is too small while sizing the patient (take up) or that no patient on the platform. Following that, the autopulse platform was powered on to ua 7 twice and then powered off. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test). The patient not oriented on the autopulse platform correctly or the patient has shifted during compression or take-up. Following that, the autopulse platform was powered on multiple times to ua 8 and then powered off. User advisory is the clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions: user advisory 18 is an indication that the autopulse® has detected that either the patient's chest is too small while sizing the patient (take-up) or that there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR. Ua7 is an indication that the patient out of position or the patient is not properly centered after service repair completion, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4) displayed user advisory - "(ua)18" (max take-up revolution exceeded), "ua07"(discrepancy between load 1 and load 2 too large) and "fault code 8" (motor controller fault detected). Crew reverted to manual CPR. At the fire station, crew weren't able to clear the error message. Also, the patient head strap was cut by the hospital staff and customer would like to have it replaced. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.